Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed the atrial and ventricular connectors repaired. The epg has been returned for service and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the case was cracked, keypad was scratched, main seal was contaminated, and display wire was pinched. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4). If information is provided in the future, a supplemental report will be issued.